Event description:
The medwatch #mw5163188 stated the following: belmont rapid infuser infusion sets had failed filters.blood was clotting in and around the filters.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The disposable involved in this incident was not returned to belmont for evaluation. Per medwatch user facility report # mw5163188, the date of event is november 27th, 2024, but the user facility did not inform belmont about this incident when it actually occured. We became aware of this incident on january 13th, 2025, after reviewing the maude database therefore, reporting this now. Although the user facility report states patient injured/required intervention, it is not clear if device contributed to injury or what exactly happened to the patient. The medwatch report did not have any information of the user facility, contact information or serial number of the device involved. The disposable set involved in this incident was not provided to belmont for investigation. Therefore, a thorough investigation of the disposable could not be carried out. No investigation could be carried out into the device and lot history. No other additional information was available from the event. All 3- spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. No device malfunction could be verified, and the root cause could not be determined. The complaint file will be reopened in the event additional information become available. We will continue to monitor this type of incident closely and take further corrective and preventive action if required.